Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6) displayed mid:09 (air trap assembly). No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(6) displayed mid:09 (air trap assembly) was confirmed during functional testing and archive data review. The root cause of the mid: 09 error was due to a failure of the air trap sensor block and coolant level sensor block. Both boards were damaged by liquid, likely due to an overflow of fluid into the console, possibly attributed to the user mishandling. Event log data review was performed and revealed multiple mid:09 (air trap assembly) error messages, thus confirming the reported complaint. The thermogard console failed the initial functional test due to mid: 09, confirming the reported complaint. The air trap sensor block and coolant level sensor block need to be replaced to remedy the issue. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with sn (B)(6).